Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a promus element mr ous 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal damage. Struts1-3 from the proximal end of the stent were damaged and pushed distally; the remainder of the stent was undamaged. The crimped stent outer diameter of the undamaged distal section was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a break at approximately 233mm distal to the strain relief. There were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 23-may-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The target lesion# 1 was a 2.50x24mm, 85% stenosed, concentric and de novo with significant lesion bend of >45 and <90 was located in a moderately tortuous and moderately calcified left circumflex artery (lcx) to the first obtuse marginal branch (1st om). Target lesion# 2 was located in the left anterior descending (lad) artery. Predilation was performed in target lesion#1 with a 2x10 non bsc balloon catheter with multiple dilatations. A 2.50x24mm promus element ¿ drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and a shorter 2.50x16mm promus element ¿ des was advanced but still failed to cross. Target lesion# 1 was then abandoned. A 2.5 x 12 promus element ¿ des was then deployed in the lad. No patient complications were reported. However, returned device analysis revealed a hypotube break at a portion that could enter the patient's body and proximal stent damage.